Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) reviewed the reports and noted that the intrinsic atrial signal fell into the refractory period. The reports also show the undersensing has led to overpacing . Reports also show low amplitude. It was noted the patient had previously declined revising the atrial lead, however, the patient now has renal issues and shortness of breath. The lead remains in use. No adverse patient effects were reported.